Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed in two segments. Set screw mark was noted on all terminal connectors. One of the tests being done revealed that the inner insulation hipot test revealed inner insulation was damaged. Damaged was consistent with long pin is-1 terminal connector damage. The field allegations were confirmed and that the lead was clinically out of specifications.

Event description:
Boston scientific received information that this patient was going to undergo a gastric bypass procedure when it was observed that this right ventricular (rv) lead exhibited elevated threshold measurements and noise which was oversensed and resulted in an inappropriate shock. Boston scientific technical services (ts) explained troubleshooting options to the caller. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.